Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the complaint was asked to indicate the product serial number. The info has not been received by allergan. The reporter of the event was asked to return the products for analysis in the future. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Surgeon reported anterior lap band slippage. Band was surgically removed and replaced with another aps lap-band. Band was discarded and will not be returned.